Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient was experiencing pain since the time of the stent graft implant procedure. The patient has not had 3-6 month follow-up CT scan. The physician stated that the patient had complained of abdominal pain, buttock and bi-lateral extremities pain. Upon the patient's visit it was confirmed the patient had a uti and referred to the primary care physician. The patient had cancelled numerous patient visits. Eventually the patient visited a urologist and the implant physician did not heard back from the patient.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (infection). Conclusions: inherent risk of a procedure (infection).